Event description:
Admission diagnosis: ischemic bowel. "Shocky" pt undergoing swan ganz placement. "Probable small branch of pulmonary artery was perforated." Pt expired. This swan ganz was not determined to be damaged nor malfunctioning.